Event description:
Device 1 of 2: report MFR. Report: 1627487-2012-08643. It was reported that the pt was experiencing stinging sensation all over his body that started at perception level and above. The pt was unable to increase the amplitude high enough to get adequate pain relief. Reprogramming the device was unable to resolve the issue. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.